Manufacturer narrative:
The distal end of the lead was received for analysis. A visual inspection of the lead found internal insulation abrasions in four locations all beneath the shock coil. In one location the cable coating of two conductor cables were abraded. The exposure of the conductor cables beneath the shock coil likely contributed to the reported event.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Inappropriate therapy was received after noise was noted on the right ventricular lead. Upon interrogation of the device, the lead impedance and threshold were noted to be low. Due to the patient requiring an aortic valve replacement, a subcutaneous system will be utilized and the lead will remain implanted.

Event description:
It was reported that the lead was explanted.